Event description:
Following the implantation of the device, the device was interrogated and there was a loss of sensing noted. It was not possible to obtain an r-wave signal even when pressure was applied to the device. The device was explanted and replaced and the patient was stable with no consequences.

Manufacturer narrative:
The device was received with normal physical characteristics and battery near beginning of life (bol) level. Functional testing was performed to check device performance and the loss of sensing seen in the field was reproduced. The device was cut open for further testing. Visual inspection of internal components was performed and revealed that there was contamination of the moisture getter on the header feed through pins, which is consistent with the cause of the loss of sensing reported by the field. As a result of this finding, abbott is performing further investigation.